Manufacturer narrative:
The navio surgical system us, part number npfs02000, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a tka procedure, they had an error. The malleoli were not taken in order when collecting the neutral position. The correct leg was selected and medial then lateral were collected. The case was exited, deleted and re-created a new one. However, the same error appeared. To proceed from the error, the case was continued by adding a tad of flexion to the neutral collection. There was a delay of less than 30 minutes and no other complications were reported.